Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01283. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced with a single lead. Effective therapy was restored following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2017-01283. It was reported during a post-op session, the patient noticed a change in stimulation coverage and she experienced ineffective pain relief. Reprogramming and x-rays revealed the patient's leads have migrated to the left. The patient is without right sided stimulation coverage. As such, the patient will undergo surgical intervention to address the issue.